Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 04.027.034s; lot: l587206; manufacturing site: bettlach; release to warehouse date: september 27, 2017; expiry date: september 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received implant is all in all in good condition. The implant seems to be new and there are no damages or scratches visible. Functional test: a functional test was performed and has shown that the blade functions as intended. The blade can be inserted into an available inserter and it is also possible to lock and unlock the blade without any problems. The complaint problem could not be replicated as the part is fully functional. Dimensional inspection: not required per selected investigation flow as the product is fully functional and the reported problem could not be confirmed. Drawing/specification review: not required per selected investigation flow as the product is fully functional and the reported problem could not be confirmed. Summary: the received implant is all in all in good condition. The implant seems to be new and there are no damages or scratches visible. A functional test was performed and has shown that the blade functions as intended. The blade can be inserted into an available inserter and it is also possible to lock and unlock the blade without any problems. The complaint problem could not be replicated as the part is fully functional. This lot was manufactured in september 2017 according to the specification. Based on that, and the condition of the item, a product related issue can be excluded. Unfortunately, the exact cause which has led to this complaint could not be evaluated as the product is function as intended. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a proximal femoral nail antirotation (pfna) blade did not fit into the impactor for pfna blade. The issue was discovered pre-operatively. The surgeon opened another unknown blade and proceeded with the operation. There was no patient involvement when the issue was discovered. Concomitant medical products reported: impactor for pfna blade (part# 03.010.410, lot# unknown, quantity 1). This report is for one (1) pfna blade perf l95 tan. This is report 1 of 1 for (B)(4).